Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Data would be sent for boston scientific technical services (ts) to review, however at this time data has not been sent. Further information has been requested. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.